Event description:
It was reported that the patient's vns indicated high impedance on system and normal mode diagnostics at a recent office visit. The patient is being referred for generator and lead replacement. No adverse events have been reported. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Reported indicated via the manufacturer's implant card that the patient had vns lead and generator replacement surgery performed on (B)(6) 2013 due to a lead discontinuity and high lead impedance. The explanted vns lead and generator were discarded by the hospital.

Manufacturer narrative:
Date of event; corrected data: additional information received found the event date was earlier than previously indicated.

Event description:
Additional information was received indicating that the patient had recently moved back to (B)(6) from (B)(6) and she just began seeing the site for her vns on (B)(6) 2011. The high impedance was fist noted on that date per the site. Chest x-rays were taken however they will not be sent to the manufacturer for review. The site did not disable the patient's stimulation as recommended in manufacturer labeling because the patient's mother requested it remain on. The patient is not having any adverse events at this time. No trauma or manipulation was noted, however the site did indicate that the patient had a previous issue while still living in (B)(6), involving an infected baclofen pump. The infection is not related to vns, however the patient did require surgery to have this removed, but it is unknown if this or any other procedures resulted in any damage to the lead. Surgery to replace the lead and generator is likely.